Event description:
The nurse reported the cannulas seem to give resistance to the instruments being inserted into them. The cannulas seemed almost "sticky." No pt harm was reported.

Manufacturer narrative:
The nurse will be sending in the samples for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional info becomes available.